Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: flat creases and brown particles in the fill channel. A leak test was performed which identified no leakage. A microscopic analysis was performed which identify: wear abrasion. Fill inspection was performed and identified no blockage in the valve.based on the device analysis the final assessment is:no issues found related with the manufacturing.

Event description:
Patient reported experiencing right side ¿moderate¿ pain. Patient additionally reported "pressure, pain, and tingling." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 21/jan/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Pain ¿ pain of varying intensity and length of time may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain. Patients should be advised to contact their surgeon if there is significant pain or if pain persists.

Event description:
Patient reported experiencing right side ¿moderate¿ pain. Patient additionally reported "pressure, pain, and tingling." Device has been explanted.